Event description:
A healthcare facility in japan reported via a distributor to a fisher & paykel healthcare (f&p) field representative that the tubing came off from the nasal prongs of an opt314 optiflow junior nasal cannula. No patient consequence was reported.

Manufacturer narrative:
Ps302791 method: the complaint opt314 optiflow junior nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for investigation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that one tubing was detached from the cannula joint and glue residue was found in the cannula, but not on the tip of the tube. The other tubing was observed to be permanently deformed / stretched. This tubing was not detached. The wiggle pad of the returned cannula was discoloured in yellow. Conclusion: we are unable to determine conclusively the cause of the reported event. However, the damage to the cannula is most likely to have been caused by having the tubing inadvertently pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken and pull tested to check glue joint strength at the cannula/tube joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor to a fisher & paykel healthcare (f&p) field representative that the tubing came off from the nasal prongs of an opt314 optiflow junior nasal cannula. No patient consequence was reported.